Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the complaint device was actually a 2.5x33 rx xience xpedition stent delivery system (sds) and not a 2.25x23 rx xience xpedition, as initially reported. No additional information was provided.

Event description:
It was reported that just prior to prepping the device outside of patient anatomy, although the device was unpackaged without issue, while attaching an unspecified inflation device to the proximal hub of a 2.25x23 rx xience xpedition stent delivery system (sds) without resistance and without force, the proximal shaft separated where the hub attaches to the shaft. No force was applied during the inflation device attachment. The device was not used in the patient. Two rx xience xpedition devices were used with the same inflation device to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.